Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: 101-9812 , model: 101-9812, serial: n/a, batch: 29556093.

Event description:
It was reported that the indirect decompression spacer dislodged. No action was taken. It is unknown which of the two implanted spacers was the one that was dislodged.